Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 and (B)(6) 2024, it was reported that patient faced event of two infusion set fell off during use. The event occurred within 1-2 days of use. The blood glucose level was 10.4 at the time of use. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.